Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. This alarm was found in the alarm log of the hc. The hp was not connected at the time of the alarm. The caregiver (cg) did not recall pressing go prior to connection of the hp. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the cg to start over with new supplies but the cg did not have time to setup the hc again for the hp. The hp was to miss therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.